Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his one touch ultra meter was displaying the "apply sample" message even after applying the sample to the strip. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 7:00am. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and was given "a cup of water by the nurse" in response to the reported issue. Two hours later, the patient claimed to have developed symptoms of feeling "shaky" and shortly after, was advised by the healthcare professional "to lay down and rest" in response to the symptoms. During troubleshooting, the cca walked the patient through proper testing technique as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. Although the patient did not receive any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.